Event description:
Prior to the revision surgery, co representative looked at the x-rays and noticed that the inclination had risen off the medial cut about 3/4 of a centimeter. It appeared that the lateral set screw had egressed and the glenoid was barely hanging on. As a result, the trunion, inclination & glenoid were loose. The pt required a second surgery due to a massive infection and loose hardware. The original surgery was performed by another surgeon at a different facility. This device is used for treatment.

Event description:
Pt required a revision surgery approx 1yr. 4months post operatively. Prior to the revision surgery, co rep looked at the x-rays and noticed that the inclination of the head and trunion had risen off this med cut about 3/4 of a centemeter. It also appeared that the lateral set screw had began to egress (screw head protruding from stem) and the glenoid was barely hanging on. During the revision surgery a massive infection was identified and the revision were sent to risk management but have not been released for evaluation. The original surgery was performed another surgeon at a different facility. Several attempts have been made to obtain additional info and the infection type without success. This device is used for treatment.